Manufacturer narrative:
All information provided by manufacturer, and maude report mw5036445 received.

Event description:
It was reported that an asymptomatic patient reported to the clinic for a routine check and the clinician was unable to interrogate the device. The patient received multiple shocks during attempts to establish a telemetry connection and to reprogram the device. The device was found to be in backup vvi and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi and a telemetry connection anomaly was confirmed in the laboratory. The cause of the backup vvi mode was found to be a power-on reset. The failure mechanism that caused the power-on reset also caused a telemetry anomaly and high current on the hybrid. The failure mechanism was lost during bench testing and the root cause of the field events was an undetermined intermittent circuit failure.